Manufacturer narrative:
Follow-up # 1 date of submission 6/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 6/07/2016 with the following findings: a review of the pump black box data showed evidence of a drastic voltage drops occurring. During a visual inspection of the pump, it was observed that the battery compartment was undamaged and the returned battery cap was undamaged and able to fit securely onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly. All of the electrical current readings were above specification. The initial reported ¿short battery life¿ complaint was duplicated during the investigation. The pump¿s cover was removed and the pcb (printed circuit board) inspection found the component u31 to be overheating, thus a defective u31 was suspected. When this defective component was removed and the pump¿s current draws returned to specifications and a single defective u31 component failure was concluded. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.